Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced routine fluctuations in blood glucose while using the ilet bionic pancreas, including episodes of hyperglycemia with values in the mid-300s for a few hours at a time and episodes of hypoglycemia down to 50 mg/dl for about an hour, with device alerts for both high and low glucose and no backup therapy, ketone testing, or medical intervention. Symptoms included no immediate health effects. Outcomes included no hospitalization, no need for assistance, and self-management with oral carbohydrates for low glucose. Investigation included internal review of device performance and user training focused on algorithm behavior and habits. Investigation of this case revealed no device malfunction identified and user education provided. It was concluded that the cause of the hyperglycemia and hypoglycemia was unclear and that the device functioned as designed with guidance provided to the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.